Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? Brand name of the device reported was an echelon flex endopath stapler. Please provide the product code? What was the lot or batch number for the device? What is the name of the surgeon who used the device? What color cartridge was being used? On which firing did the event occur? Is the device available for return? If yes, please provide the contact name and mailing address for the return kit.

Event description:
(B)(4).